Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced anxiety related to their stimulation. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the system was explanted on (B)(6) 2023 due to pain at the pocket site.